Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypads and labels intact, and the device had no physical damage. A review of the event history log found evidence of the error code in the history. Functional testing using the motor run test was performed, and the reported problem was unable to be duplicated. The root cause of the problem was unable to be determined. The motor was replaced as a preventive measure. Initial reporter sent report to FDA is unknown. No information has been provided to date.

Event description:
It was reported that during bench testing, the pump displayed an error code. No patient was involved.